Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence, dyspareunia and hypermobile urethra. The patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2013 the patient underwent excision of mesh and cystoscopy due to pelvic pain dyspareunia, pain and discomfort. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.